Event description:
It was reported that; pt is suffering little pain, walking with a cane, and is limping. The pt would like to know if her implants are subject to the recall. She will fax the implant sheet.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info becomes available, the eval summary will be submitted in a supplemental report.